Event description:
The tourniquet machine began to alarm- "battery low- plug in." The machine continued to alarm. Dr notified and a biomed person came to room and found a defective electrical cord at plug. Tourniquet pressure gradually went down. New machine brought in.